Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the scope channel mount unit. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, foreign material was found in the scope channel mount unit. However, component analysis of the foreign material could not be identified. The root cause could not be identified. According to the investigation, it was assumed that the reported issue was caused by the user's inaccurate cleaning and sterilization procedures, which resulted in the presence of residual foreign matters. However, based on the results of the investigation, it could not conclusively specify the root cause of the foreign material remained in the device. According to the investigation, the reported issue is detectable and preventable by handling device in accordance with the following IFU. Fu states the detection method in cf-ez1500dl/I series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.